Event description:
It was reported that a spectrum iq pump had failed to detect downstream occlusion, the device failed downstream occlusion testing with 20.2 pounds per square inch (psi) and 21.6 psi with a preventive maintenance kit. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "failed downstream occlusion testing" was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.